Event description:
The customer received control readings of 141 and 145 mg/dl on the contour next link using two different bottles of strips with the same lot number. The meter did not automatically mark them as a control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. The control solution was expected to be returned for investigation. New meter, strips and control were sent to the customer.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.